Event description:
A vaxcel pasv PICC had been therapeutically placed in a patient. In 2005. On 11 january 2006 the device was observed to be leaking under the suture wing. The device was explanted and it was determined by the facility that the patient did not require a replacement. There was no adverse affect on the patient as a result of the reported problem.